Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # t9239k. Device analysis: the analysis results found that the instrument er320 was received with the trigger closed. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the trigger was opened and closed with difficulties. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be broken causing the opening and firing issues. In addition, 14 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. The device fired the clip onto the affected tissue, but the hand piece could not be released/removed from the clip resulting in surgeon having to cut around the tissue and clip, thus removing the piece of tissue, clip, and hand piece all together. It should be noted that surgeon did state that the hand piece felt "hard to squeeze". We do not know the condition of the clip or whether it was malformed, as it is still attached to the hand piece which has been wrapped in a biohazard bag for return to manufacturer. There was no known injury to patient or any vital tissue and the procedure was completed without further incident.

Event description:
It was reported that during an unknown procedure did not release the clip properly and would not release at all. The clip fired but would not release. This occurred during a procedure and we had to open a second device. It is unknown if the procedure was completed successfully. There were no adverse patient consequences.